Manufacturer narrative:
The returned rasps were evaluated and found to have been manufactured within specifications. Visual examination revealed the returned product was received in a worn condition without the titanium nitride coating remaining on the rasps. This may be attributed to the age of the instruments and the cleaning chemicals used at the hospitals. In addition, there were markings on and around the extraction hole, where the fractures occurred, that are inconsistent with the use of a biomet broach handle. The inserter was not received for evaluation. The broaches all have indentations at the extraction hole that are consistent with a blunt object being used for insertion. Instructions for use recommend use of a biomet inserter.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing a femoral rasp. During the procedure, the rasp fractured after impaction. There was no reported foreign body retention; however, follow up attempts to obtain additional information are in process.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown, lot number and expiration date - unknown, manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.